Manufacturer narrative:
Medtronic is continuing to investigate the reported malfunction.

Event description:
Medtronic is investigating reports of an unexpected loss of device power while operating the device on battery.